Event description:
It was reported that there was an svc (superior vena cava) coil fracture. The svc coil was programmed and off, with the rest of the lead remaining in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588, implantable pacing lead, (B)(6) 2011; 5076-45, implantable pacing lead, (B)(6) 2008. (B)(4).